Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced chest pain. The right atrial (ra) lead exhibited high thresholds, high impedance warning and dislodgement. The right ventricular (rv) lead also reported increasing ventricular thresholds, had pulled back and dislodgement. The rv lead was explanted and replaced. The ra lead was revised and remains in use. No further patient complications have been reported as a result of this event.